Manufacturer narrative:
An event regarding a femoral stem fracture involving an acetabular cup was reported. Conclusion: the event reported a fractured femoral exeter stem. The medical review indicated that loss of femoral bone support around the supero-lateral stem contributed to overload in the proximal lateral stem section ending in a fatigue fracture of the stem section. The review also indicated that the lack of anteversion of the cup may have contributed to the overload due to potential impingement, however, it also states that the anatomical acetabulum has a relatively low native anteversion. It is noted that the cup and stem had been implanted for 17 years. Based on the information provided there is no evidence or allegation that the acetabular cup contributed to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that exeter stem implanted in 1998 has broken mid-way down the prosthesis and requires revision. Update: a review of the provided x-rays by a clinical consultant indicated that the principal root cause of failure was an overload condition as caused by both cup malposition and a bone defect condition in the upper lateral femoral stem section causing fatigue build-up due to loss of bone support around the exeter stem.

Manufacturer narrative:
Additional information to be provided upon completion of the investigation. This device is not cleared for commercial distribution in the us, but a similar device is commercially available. Device not returned.

Event description:
It was reported that exeter stem implanted in 1998 has broken mid-way down the prosthesis and requires revision. Update: a review of the provided x-rays by a clinical consultant indicated that the principal root cause of failure was an overload condition as caused by both cup malposition and a bone defect condition in the upper lateral femoral stem section causing fatigue build-up due to loss of bone support around the exeter stem.